Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 12 days of wearing the sensor, the "skin at sensor insertion turned hard, skin around insertion (upper arm) itched, turned red, and had pimples." Customer further reported "it took 3-4 days until the hardened feeling of insertion site went away". Customer self-treated with bepanthen soothing skin ointment and eucerin moisturizing salve and had contact with a healthcare professional who prescribed almiral (non-steroidal anti-inflammatory) gel and decoderm (steroid antibiotic) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors and sensor kits within expiration at the time of complaint were reviewed and the DHR review showed there were no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was not available at the time of review. A tripped trend review was completed for the reported complaint and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed .

Event description:
An adverse skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 12 days of wearing the sensor, the "skin at sensor insertion turned hard, skin around insertion (upper arm) itched, turned red, and had pimples." Customer further reported "it took 3-4 days until the hardened feeling of insertion site went away". Customer self-treated with bepanthen soothing skin ointment and eucerin moisturizing salve and had contact with a healthcare professional who prescribed almiral (non-steroidal anti-inflammatory) gel and decoderm (steroid antibiotic) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.